Event description:
The customer reported that a pt died while connected to the ventilator. The staff was not alleged that the ventilator caused or contributed to the death of the pt. Further discussions with the customer confirmed that at the time of the reported incident, although the pt was connected to the ventilator, the ventilator was not turned on. The hospital also reported that a review of the device logs from a third party monitor showed that the third party monitor alarmed for apnea 13 times but was silenced.